Event description:
I received a replacement CPAP dreamstation 2 machine to replace the original machine I had that was recalled due to materials that could cause health issues. I had not been able to use the original machine because of the recall and have had severe issues with sleep and sleep apnea due to not having the machine. Upon receiving my new machine, it would not connect to the philips server via the internal modem to receive prescription and setting data. Over the past 3 days I've spent over 4 hours on the phone with philips with no resolution. They are unsure of the issue and are sending me another replacement machine, however they have refused to overnight it, and cannot give me an eta or even if a replacement machine will resolve the issue. I have tried to use the machine with default settings, but the pressure is much too high and is not adjustable as I don't have access to the provider settings. This machine was clearly not checked for quality prior to being shipped. FDA safety report ID # (B)(4).